Manufacturer narrative:
Based on the claim against the maryland bipolar forceps by the customer noting, physical damage. An investigation is in progress. Additional information is being gathered to determine, the contribution of the device to the customer reported issue. The instrument has been requested to be returned for failure analysis testing. However, as of the date of this report, the instrument has not yet been received.

Event description:
It was reported, that during a da vinci-assisted sacrocolpopexy surgical procedure. The wrist of the maryland bipolar forceps got separated from the shaft. The procedure was continuing as planned. It was unknown, if a fragment fell inside the patient as a result of the issue.